Manufacturer narrative:
On 18-oct-2024, additional infomration was received indicating the physician believes the spline is inside the sheath however it was discarded at the end of the procedure before it could be checked. The sheath used was versacross transseptal sheath by boston scientific. 8.5 fr. 72 cm usable length. There were no malfunctions/issues with the sheath. On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a octaray mapping catheter and the patient experienced possible foreign body. During an atrial tachycardia procedure, the operator requested the use of an octaray catheter, together with a smart touch ablation catheter. A versacross transseptal sheath was used with the intention of only performing one transseptal puncture. The operator acknowledged the patient had a mechanical valve. During the procedure (atrial tachycardia, multiple previous procedures), we were able to acquire an activation and voltage map from the octaray mapping catheter (as per normal). There were no noisy egms on either of carto 3 system or the ep recording system. There were no error codes to suggest any problems with the octaray mapping catheter. The operator exchanged the octaray mapping catheter for the ablation catheter by pulling back the octaray mapping catheter through the versacross sheath, such that it could then be used for the ablation catheter. The operator continued with the procedure, terminated the tachycardia during the lesion set and the procedure was concluded. It was at the very end, when inspecting catheters, that the operator noticed one of the splines on the octaray mapping catheter was missing its distal tip. No known patient impact at the time. The anaesthetist reported that in the immediate post operative phase, there was nothing abnormal to report. There was no delay to the procedure. This was all found at the very end of the case. The physician does not believe the spline is inside the patient. No intervention was needed and the patient fully recovered. The patient did not require extended hospitalization. The physician believes the cause of the adverse event is pulling catheter back through kinked sheath at the end of the procedure. Because the mapping catheter is completely missing the tip once pulled out of the body, it is reasonable to conclude that the tip is still inside the patient. The physician does not believe the spline is inside the patient however does not give an alternative location of where the missing spline was and therefore it is still assumed to be inside the patient. As such, the event is being considered an MDR reportable event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a octaray mapping catheter and the patient experienced possible foreign body. It was at the very end, when inspecting catheters, that the operator noticed one of the splines on the octaray mapping catheter was missing its distal tip. No known patient impact at the time. The anaesthetist reported that in the immediate post operative phase, there was nothing abnormal to report. There was no delay to the procedure. This was all found at the very end of the case. The physician does not believe the spline is inside the patient. No intervention was needed and the patient fully recovered. The patient did not require extended hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. Visual inspection was performed, and one spline was observed detached from the tip leaving internal components exposed. This is related to user error as the octaray catheter was used in a patient with a prosthetic valve despite it being a contraindication in the instructions for use (IFU). A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed, the root cause of the adverse event is related to the usage of the device with a patient with mechanical mitral valve. The potential cause is traced to user. The instructions for use contain (IFU) the following contraindications: the catheter is contraindicated for patients with a prosthetic valve. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).